Event description:
It was reported that during an unknown procedure, clips would not hold after placing. They used another like device to complete the procedure. There wer no adverse consequences to the patient. One device returning.